Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for m7226t401 was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 jan 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the black tip of the catheter broke off and fell into the patient's airway. Ear nose and throat specialist was called, and used tweezers to remove the piece from the patient's trach tube. The device was in use for 6 days. No further information has been provided at this time.

Manufacturer narrative:
The product involved in the report has been returned for evaluation. One (1) used sample was returned without the original packaging. Prior to decontamination, the sample was photographed to show the appearance in which it was received. It appeared that the end tip of the catheter was separated, broken away from the tubing. The sample was decontaminated. During inspection and evaluation, the catheter tubing was advanced to show the appearance of the breaking point. It exhibited that the separation/breaking occurred on the skive portion of the catheter tubing. The breaking points were examined under magnification (50x) and appeared to be jagged, when looking at the top portion of the tubing where the black marking appears (distal end) and the other side of the tubing which was the proximal end. Based on the state of the returned product, the root cause is attributed to wear or user/set up activities. The failure could not be originated within the manufacturing area. All information reasonably known as of 05 mar 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).